Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was 600 mg/dl. Customer treated with manual injection. Customer does not allege the insulin pump of under delivery. The drive support cap was normal. Customer also received motor error and no delivery alarm. Insulin pump will not be returned for analysis.